Event description:
Sickle cell patient arrived in clinic for a transfusion. The patient had an arrow double lumen subcutaneous access port. The port was needled with a 16 gauge pac, portacath, needle and was easily flushed but had no blood return. Use of the port was abandoned. Chest x-ray revealed that the catheter had dislodged from the hub of the port and entered the right atrium. It was removed radiologically.